Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Sample was returned in a biohazard bag with no original packaging or labeling. Customer had identified sample as a 4mm tapered diamond bur. The bur was reported to be an item number 1883672hs high speed diamond 70 deg bur from lot 0205800633. This identification was confirmed by comparison to drawing 66500057 assy, tapered diamond bur, rev f. There was much blood and burnt tissue on the curvature of the bur. The bur was examined under magnification and bio-debris and blood was covering the bur and filled the inside of the suction port at the top of the bur, although not completely blocking it. The irrigation line was checked for patency with a thin wire, which was able to be threaded through the irrigation port and out of the top with no resistance. The bur was not excessively worn, and the hubs did not show any anomalies. There were no visible signs of misuse, other than the obvious signs of thermal buildup, which was most likely caused by an axial force on the bur, causing the inner spiral wrap to make contact with the outer curve, creating friction and heat. As the customer did not report any failure of the irrigation system, (which would mitigate the heat buildup) the most likely root cause is use error by applying too much force in an axial direction on the bur. No medwatch 3500a form was received from the reporter. This product was being used for treatment, not diagnosis.

Event description:
It was reported that during a fess the surgeon was using the 4mm tapered diamond bur in the frontal sinus. During the procedure, the bur became hot to the touch. As a result, the bur head made contact with the sinus wall, and created a small minor burn in the sinus wall (size 3mm x 2mm). All other equipment was working to specs and the suction/irrigation was working properly.